Event description:
Information received from surgeon 18-jan-2024 suggests that the design of this cone and stem construct may not have been well suited for this patient. The surgeon noted on 18-jan-2024 that the cones address metaphyseal area but do not address meta-diaphyseal ingrowth, especially when used with cementless stems (as in this case). The subject components were implanted by dr. M during revision knee surgery on (B)(6) 2022. Patient complained of pain located in medial and lateral right knee starting after surgery. Due to pain and femoral stem loosening, the patient's knee was revised on (B)(6) 2024. Femoral side implants were replaced with custom-made femoral stem (lbio ref: (B)(4); wl ref: case 2023_0468), and standard items 15-8521/10 (total condylar replacement) and 15-0027/15 (replacement plateau).